Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the home was recalibrated on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, it was not possible to close the gantry on the imaging system. There was also difficulties reported when booting up the system. There was no patient present when this issue was identified. No additional information available.